Manufacturer narrative:
(B)(4). Batch # r5765p. Device evaluation: the analysis results showed that the tx60g device was received with no apparent damaged, with one cartridge reload loaded on the device and fully loaded with the staples and with a second reload (b - xr60g) fully loaded with staples and with the rear cap dislodge. The reload (a - xr60g) was not properly loaded in the device at the right cartridge track was outside the reload. The device was tested for functionality with the returned reload (a) and the device fired, forming all staples, the staple line was complete and the staples were noted to have the proper b-formed shape. The device fired without any difficulties. It should be noted that the new reload must be inserted into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a reversal ileostomy, during the procedure surgeon went to fire the stapler and the retaining pin was misaligned and fired into the surgeons hand, it pierced the glove but did not pierce his skin. There was no harm done to the patient, the scrub nurse opened another device to carry on with the procedure. On inspection the scrub nurse also found that the green reload for the device had actually fallen into pieces. They checked to see if all the plastic of the reload was on the table and not in the patient. There were no patient consequences reported.